Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient went to the hospital for further evaluation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 06/02/2014 - reuse electrode belt (B)(4): 09/08/2014 - reuse additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. It was reported that the patient was conscious and was at the cardiology office at the time of the event. After review of the downloaded data, it was confirmed that the patient received one inappropriate treatment at 05:04:11 on (B)(6) 2015. Atrial fibrillation with a rapid ventricular response contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed during a prior treatment sequence, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The patient went to the hospital for further evaluation.